Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump under-delivered medication during an infusion regimen. There was no injury associated with this event.

Manufacturer narrative:
Analysis: mckinley's service technician evaluated the pump and was unable to duplicate the reported malfunction. A slight under-delivery was found (within 5%) and was caused by a (damaged) bent clamp-bar hinge. The last known service by mckinley was may 7, 2003 although the recommended service interval is 6 months. It appears that the pump had not been maintained as recommended in the pump's operation manual. Cause of failure: the reported malfunction, no delivery, could not be duplicated. A slight under-delivery condition identified during manufacturer testing was caused by a bent clamp-bar hinge, which damage occurred during customer use. Additionally, the pump had not been maintained at 6 month intervals as recommended by the manufacturer. Evaluation: damaged components, could not duplicate reported malfunction.